Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported malposition could not be conclusively established. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that based on a computed tomography angiography (cta) from 2023, the patient's ventricular assist device (vad) was not ideally positioned (a bit posterior and not huge ventricle) but no evidence of extrinsic outflow graft obstruction (eogo) or other malfunction.